Event description:
Patient had lead explanted and replaced to address the issue.

Manufacturer narrative:
Conclusion statement: the reported event of unable to set ipg to MRI mode was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and would cause unable to set ipg into MRI mode. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
It was reported the patient was unable to enter into MRI mode due to high impedances. As such, surgical intervention may occur to address the issue. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000103809.